Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any issues with device noted intraoperatively? No. What color cartridges were used through procedure? Green, gold, blue, blue, blue. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. How long after initial procedure did event occur? Post-op day 1. How was the bleeding identified? Hypotension and anemia. Was the specific site of bleeding identified? Distal staple line. Was the bleeding intraluminal or intra-abdominal? Intra-abdominal. Were any staple formation issues noted throughout the care of the patient? No. What is the current patient status? Recovered and doing well.

Event description:
It was reported that post op a lap sleeve gastrectomy procedure, a bleed occurred during recovery. The bleed was surgically over-sewn and a fibrin sealant was placed. A transfusion was required.